Event description:
It was reported that in the cardiac catheterization lab, during an emergency nighttime catheterization case, when inserting the transray plus 40cc, the catheter had difficulty passing through the hemostatic valve of the sheath and bent at the balloon portion. The balloon wrapping had loosened, making it difficult to pass through the hemostatic valve. It was judged that the inner lumen and optical fiber were also damaged (bent), so another trp4046 was inserted and iabp therapy was initiated. It was possible to insert a different trp4046 into the same sheath. No harm to the patient was reported.

Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received. Upon completion of the investigation into this event a follow up report will be submitted.